Event description:
It was reported that during a proximal tibia replacement surgery on (B)(6) 2021, the surgeon was trying to get the eleos reamer trial fully seated on the bone and ended up fracturing the patient's tibia. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Manufacturer narrative:
Additional information regarding this adverse event was provided on 09 december 2021 and this report is being submitted to include additional information. The investigation is still in process. When the investigation is complete, a supplemental MDR will be submitted accordingly. The following sections have been updated: b4: date of this report added. D2: common device name updated. D4: model number added. D4: catalog number added. D4: lot number added. D4: UDI number added. G3: date received by manufacturer added. G6: type of report added. H2: follow up type added. H4: device manufacturer date added. H10: additional narratives/data.

Event description:
It was reported that during a proximal tibia replacement surgery on (B)(6) 2021, the surgeon was trying to get the eleos reamer trial fully seated on the bone and ended up fracturing the patient's tibia. Attempts have been made and no further information has been provided.

Event description:
It was reported that during a proximal tibia replacement surgery on (B)(6) 2021, the surgeon was trying to get the eleos reamer trial fully seated on the bone and ended up fracturing the patient's tibia. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the bone fracture could not be determined. The device history record for the reamer trial was reviewed and no issues during manufacturing were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established.